Manufacturer narrative:
(B)(4).

Event description:
Parent reported sensor is experiencing we replaced the sensor on saturday the 28th, however the app did not update and I got an alert that my sensor expires